Event description:
Additional information received reported that the patient's pump was intended to infuse infumorph.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter (B)(4).

Event description:
It was reported after pump implant, the patient had "medication side effects". During the night, the patient experienced urinary retention, nausea and vomiting. As a result, therapy was suspended, medication was adjusted and flomax was resumed which was "held for surgery". The patient remained 1 additional night in the hospital after pump implant due to the reported symptoms. It was noted, 2 days after implant, the patient was urinated well. The event was noted to be severe. The pump contained morphine. It was further reported the event resolved without sequelae.